Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 275cc gel catalog #3542757mc lot #206494 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor memorygel breast implant 275cc gel breast prostheses. MRI confirmed that the left breast prosthesis had ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 8/30/2018, mentor became aware that the patient will undergo explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained gel with clear appearance. Brown material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab¿s visual examination of the device revealed a line of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the shell wear or the origin of the brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/19/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).